Event description:
The b. Braun septostomy catheter was test inflated prior to insertion into patient and fell apart. This is the 2nd time that the catheter has disintegrated. A previous report was submitted approximately 1 year ago regarding this issue. The physician tested this catheter before she inserted it into the patient. Usually the catheters are not tested prior to use because of the balloon profile. Once the balloon is inflated it may not return to its previous profile once deflated and could be damaged when inserting it through the introducer. The patient did not experience any harm.device #1is this a laboratory device or laboratory test?no.